Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the power cord was stripped. There was no patient involvement. Additional information was received. The most likely / suspected cause of the issue was the cord was entangled to bed or other equipment, and they pulled the cord with force. This may have caused the sheared/split on the cable thus exposing the copper wire.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735951, serial/lot #: -, ubd: , UDI#: h3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. H6: multiple fdd/annex a codes were reported. A05 was coded for the stripped power cord. A07 was coded for the exposed copper wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.